Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2025 non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.